Manufacturer narrative:
Continuation of d10: product ID: fg15150-0630-1s, (lot: 231070657); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and there was resistance in the middle of the phenom microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) ophthalmic aneurysm with a max diameter of 7 mm and a 6 mm neck diameter. The landing zone was 4.5 mm distally and 4.3 mm proximally. The access vessel was the left ica with a diameter of 4.5 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the pipeline flex (ped2-500-18) did not open at the distal edge, but the rest of the device did. The physician resheathed the device and deployed again but the device opened the same way. The physician noticed that the distal part of the device was not opened. The physician pulled out the system. The physician decided to use another device (derivo). The patient is fine. No complications were noticed because of the event. The pipeline failed to open in the distal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline resheathed and removed from the patient with the microcatheter. There was catheter resistance in the middle of the catheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.